Event description:
It was reported that a spectrum pump failed to recognize open door. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of ¿pump does not recognize when door is open.¿ was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be lower latch switch is the failed component. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.